Event description:
According to the reporter intra-operatively, the instrument made strange noise. The distal staple line was incomplete. The stapler cut but did not deploy the staples and some of the deployed staples did not form properly. The staple line bled. There was blood loss of 500cc or more. The staple line was resected and re-stapled to fix the issue. The issue resulted to the procedure changing to a lung lobectomy instead of segment resection. The surgical time was extended for 20 minutes.

Manufacturer narrative:
D10 concomitant products: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#: n5g1756y), sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#: n5g1756y), egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p5g1228). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photos noted that the first returned photo contained a view of the surgical site. A portion of the staple line was noted as well as several fully formed staples. The second returned photo contained a zoomed out view of the same scene. The third returned photo contained a slightly different angle of the same scene. It was reported that intra-operatively, the instrument made strange noise. The distal staple line was incomplete. The stapler cut but did not deploy the staples and some of the deployed staples did not form properly. The was also stated that the staple line bled. There was blood loss of 500 cc or more. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.